Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent low out of range pacing impedance measurements less than 200 ohms. Available information indicates this lead remains in service. No adverse patient effects were reported.